Event description:
It was reported that during insertion in the ICU, the chief nurse was unable to successfully insert the swg/catheter resulting in the kinking of the swg. A new kit was opened, however, there was no reported death or complications to the pt as a result of this occurrence. See MDR 3006425876-2014-0092 for second complaint.

Manufacturer narrative:
Complaint no. (B)(4).